Event description:
Event description cpi received information that during the implant procedure of this implantable cardioverter defibrillator (ICD), the ICD failed to convert the patient and the patient had to be externally rescued. A printout of the therapy history from the failed attempts noted a shocking lead impedance of >10 ohms. The ICD was abondoned and the lead system evaluated further.